Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2023, the pediatric patient experienced inaccurate cgm values the day the sensor was inserted into an unknown insertion site. The patient lost consciousness while at school; her cgm displayed 80 mg/dl but her bg was 30 mg/dl. No other details were provided concerning possible treatment given and by whom, or the recovery of the patient. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.